Manufacturer narrative:
H3: evaluation summary: customer report of central regurgitation due to sizing issue was unable to be confirmed through visual observations. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Minimal host tissue overgrowth was observed on the inflow stent circumference of the valve. Reference measurements were taken; the external sewing ring diameter measured to be approximately 27 mm and the stent internal diameter measured to be approximately 20 mm. No other visible inconsistencies were observed on the valve. Suture holes were observed around the sewing ring. The reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500aj aortic valve was explanted on pod #3 due to moderate central regurgitation caused by oversizing of the valve. At implant, concomitant aortic annular enlargement with nicks procedure were performed. After the valve implant, mild regurgitation was detected by echo. The surgeon opted to complete the surgery without exchanging the valve. After the surgery, the regurgitation worsened to moderate, and the decision was made to undergo reintervention. The explanted valve was replaced with a smaller 19mm 11500aj valve. Patient outcome was not provided. The surgeon affirmed that there was no malfunction of the device and the device did not cause or contribute to the event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (type of investigation, investigation findings, investigation conclusions). Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patient's anatomy, this is not a malfunction of the device. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is procedural factors. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.